Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified hand surgery, it was observed that the gears were broken on the drill attachment device. According to the report, the device would spin without any load when it was touched and would stop but the internal gears would still be spinning. There was a ten minute delay to the surgical procedure. A spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device span with no load and stopped spinning when the load was applied. It was also observed that the counter sunk screw was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.